Event description:
It was reported that the patient presented for follow-up experiencing muscle stimulation. Pulse generator interrogation revealed that the device was operating in backup mode. A software download restored the device to normal functionality. The patient would continue to be monitored.